Event description:
It was reported the control panel arm on an epiq 5 ultrasound system dropped rapidly. The failure occurred outside of clinical use and no patient or user was harmed. A philips' service engineer initiated the replacement process to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.